Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had an air leak, insufficient/low power, and unintended system motion. Therefore, the reported condition that the device failed to contain air properly and leaked was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device was leaking air, had component damage, unintended activation/motion, insufficient/low power, and the housing was cracked/damaged. It was further determined that the device failed pretest for general condition, check function in ¿hand¿ mode with hand switch, check the power with the test bench, check the speed with the tachometer, check internal leak tightness, and check external leak tightness. It was noted in the service order that the device fails to contain air properly and leaks. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.